Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a stroke. Following the procedure the patient underwent an MRI which showed multiple foci of diffusion restriction. It was not reported if the patient received treatment. The physician believes the stroke was caused by air in the sheath, but the presence of any air was not confirmed. The sheath is not expected to be returned as it was disposed of by the facility.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Good faith effort attempts were made to try and retrieve additional details regarding interventions performed and patient status, but further information was unable to be obtained at this time.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a stroke. Following the procedure the patient underwent an MRI which showed multiple foci of diffusion restriction. It was not reported if the patient received treatment. The physician believes the stroke was caused by air in the sheath, but the presence of air in the patient was not confirmed. The sheath is not expected to be returned as it was disposed of by the facility.